Event description:
It was reported that the customer experienced a low blood glucose level of 29 mg/dl. When she removed her infusion set, she was bleeding out of the site and also noticed a huge leakage of insulin. The insulin pump's battery was also depleting. The product was not retuned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).